Manufacturer narrative:
The customer's complaint that the tubing broke below the drip chamber, and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the burn unit, tubing broke just below the drip chamber and leaked potassium chloride on their hand. There was no patient harm.